Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that, as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found and external abrasion breaching outer insulation noted at 4.8 cm to 5.0 cm from the connector pin consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.